Manufacturer narrative:
Follow-up #1: date of submission 01/24/2014 device evaluation: the device has been returned and evaluated by product analysis on 01/14/2014 with the following findings: testing confirmed that the display had two persistent vertical lines through the lettering on left side of the display screen. The display screen has no visible damage. When the display screen was re-seated and tested the persistent horizontal line was still present. A test screen was inserted and no vertical lines were visible on the screen. A defective display flex was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, a distributor contacted animas alleging that there was a line through the display screen. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).